Event description:
It was reported that the patient received a result of 300 mg/dl on his meter during a medical control. Due to this value, the patient went to the emergency room where he was prescribed an unknown serum. This serum caused the patient to experience hypoglycemia below 80 mg/dl (no exact result was reported) with tremors as symptoms. A lab test resulted in 160 mg/dl. No exact times for the results were provided, but the patient stated they were at the same time.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.